Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. Customer's blood glucose level was around 300 mg/dl to 400 mg/dl while the other blood glucose level was 239 mg/dl. Customer did not mention any treatment and symptoms related to high blood glucose level. It was unknown whether the customer was using the auto-mode feature. The insulin pump will not be returned for analysis.